Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was suspected unknown quantity of screw loosening for patient (B)(6) at the l2 location. The 6 month post op x-ray, image shows that l2 is stabilized. There is clear evidence of toggling of the l2 screws from flexion to extension. Also noted are the radiolucent halo and sclerosis around the screws. Significant motion of the superior adjacent level is observed. No further information was provided.